Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 1000 mg/dl. Troubleshooting found that the cannula was bent. It was also found that the pump was operating as designed. The high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed and to follow up with their doctor regarding the high blood glucose.